Event description:
The customer reported the system is taking x-rays on its own and has other problems. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the uncommanded x-ray problem. Ge rep adjusted the tracking to clear up image quality issues. System operates as intended. (B) (4).